Manufacturer narrative:
It was also noted that an unknown trident psl cup and head were involved in this event. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that the patient had a right thr on (B)(6) 2015 and subsequently had a revision surgery. Devices involved included stryker trident psl cup, stryker accolade ii stem and femoral head.

Manufacturer narrative:
An event regarding revision involving a size 3 accolade ii 132 deg was reported. The event was not confirmed. Method and results: device evaluation and results: the device was not returned for further analysis. Medical records received and evaluation: consulting clinician indicated, "there is no evidence this clinical picture represents any pseudotumor, altr, or other adverse reaction to these components, which represent a ceramic/poly total hip arthroplasty in situ less than six months. Iliopsoas tendinitis and/or organizing hematoma represent a likely diagnosis rather than factors relating to the prosthetic components." Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: no other events were reported for the lot referenced. Conclusions: the event was not confirmed. The clinician noted that ¿iliopsoas tendinitis and/or organizing hematoma represent a likely diagnosis rather than factors relating to the prosthetic components." No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
It was reported that the patient had a right thr on (B)(6) 2015 and subsequently had a revision surgery. Devices involved inclued stryker trident psl cup, stryker accolade ii stem and femoral head.